Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. H6 component code: g07002 ¿ device not returned. Related events captured via: 2210968-2024-05445 2210968-2024-05446 2210968-2024-05447 2210968-2024-05448.

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2024 and suture was used. The needle was prematurely popping off during surgery. It happened four times. They got another suture that's tied to a different product code to proceed with the case. There was no patient harm. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. H3 evaluation: representative sample analysis: the product was returned for evaluation. The returned product determined that it was received, one empty labeled winding former and eight unopened samples that pertained to the product code. In order to evaluate the condition of the returned samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand, and no anomalies were observed during the evaluation. The functional test was performed using instron equipment and the pull force result was above the minimum requirements. Actual sample analysis: the product was returned for evaluation. The returned product determined that it was received, one used needle that pertained to the product code. During the visual inspection of the needle, the swage and attachment area were noted as expected. A suture piece was still attached to the needle. In addition, the end of the suture piece was observed to be cut, probably caused by a surgical instrument. The other section of the suture was not returned. Per the conditions of the returned sample, no functional test could be performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached on the cause of the reported event. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.